Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the response buttons were non-functional. The cause for the defective response button was disconnected response button cables. Electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated one time by the lifevest. The patient was reportedly conscious and riding a moped at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. It was reported that the patient crashed his moped during the event and suffered broken ribs. The patient went to the hospital after the event and continues wearing the lifevest.